Manufacturer narrative:
Patient weight not available. Device was not returned to bsn. Additional suspect device components involved in the event: model: sc-2108-70m description: linear lead, 70 cm (phase ii) a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.

Event description:
A report was received that the patient underwent a lead revision. The reason for the lead revision is unknown.